Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the patient's sciatic nerve on their left side was irritated during recharging. The patient stated the ins was helping the sciatic nerve pain on the left side and when the ins was fully charged the sciatic pain was managed better.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their battery was dead and doesn't work. Patient also said they had sciatic problems before that would go away, but this was different. Patient said they had lost a lot of weight and could feel the device in their back; the implant site, where they put the recharger, was so sore and running down their sciatica nerve. Patient stated they could hardly walk, sit, or sleep due to the pain. Agent asked for event date, and patient said the pain started back up like 3 days ago but had been happening on and off for a while, now was constant. Agent had patient unlock the controller. Patient reported the screen said stimulation was off and had been turning itself off; patient also mentioned they kept using MRI mode to turn stim on and off, but then later denied using MRI mode to do so - agent wasn't sure if the patient fully understood the functionality of the controller. Patient tried to turn stimulation back on and reported the controller was at 80% and the implant was at 40%, which contradicted what they first said about the battery being dead. Patient mentioned that the stimulation kept going off and they had to keep turning it back on; patient denied stimulation was turning off due to battery depletion. The patient was redirected to their healthcare provider to further address the issue. Agent provided national answering service number for healthcare provider office to call if needed.